Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented to the clinic. Upon interrogation, the left ventricular lead exhibited high capture threshold. Imaging the lead revealed that the lead had dislodged. During the lead revision procedure, the physician was unable to insert a stylet into the lead. The lead was explanted and replaced. The patient was doing well and would continue to be monitored.